Event description:
It was reported that the patient was scheduled for lead revision. Due to high impedance. It was later reported that the provider wanted to hold off on replacing the lead because the parents stated that the vns did not help with the patient's seizures. The provider has turned off the device to assess the patient's seizure activity to determine if the patient should continue vns therapy. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.